Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery was observed to be depleting quickly. The customer's blood glucose (bg) level was 127 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer indicated that the alert did not recur after the pump was plugged into the power source for 30 minutes. Additionally, the customer declined to provide further information regarding the battery depletion issue, indicating that the issue was resolved.